Manufacturer narrative:
Investigation summary: customer returned a photo of a 3/10cc syringe. Customer states that when removing the shield, the hub was detached too. The photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 22 nov 2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no picture of the needle assemblies. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue."

Event description:
It was reported that 2 syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device which was noted prior to use. The following information was provided by the initial reporter: when removing the shield, the hub was detached too.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device which was noted prior to use. The following information was provided by the initial reporter: when removing the shield, the hub was detached too.